Event description:
A physician reported that during surgery, they noticed that, after changing to two types of company lens models last week, they changed to new injectors according to the advice from local company representative. At the day1 and day2 control, they observed a significant rise in postoperative wound leakage. They found 4 cases of leakage out of 12 patients and had to install contact lenses in 2 patients. Physician explained that he need to expand the incision to get it in. He usually does consequent 2.2mm. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. Correction provided in h.6. (FDA product code (a0202)). A sample was not received at the manufacturing site for evaluation of the report of a defective monarch injector; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available; therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating that, after all it was nothing wrong with the injector. 1. They did not change any cartridge. It was believed that the leakage was caused by increased and prolonged pressure against the wound. 2. No cartridge was damaged. 3. Diopter range from 14 to 25.5, leakage throughout the whole range. 4. Stromal hydration as always. 5. No video shot due to the fact that the surgery was uncomplicated. Only the cartridge was changed, all other parts of the surgery was as always. The injector was entirely to blame from his perspective.

Manufacturer narrative:
Additional information has been provided in b.5. The manufacturer internal reference number is: (B)(4).